Manufacturer narrative:
Date of event: "yesterday" - used (B)(6) 2020 since the exact date was not provided.

Event description:
It was reported that stent damage occurred. A 3.50 x 20 synergy drug-eluting stent was selected for use. However, it was noted that device wouldn't pass through a non-bsc guide extension catheter as the stent strut was flared and poking out. The procedure was completed with a new device. No known patient complications were reported.